Manufacturer narrative:
D6b: explanted date: device was not explanted. Visual inspection of the actual sample (unaided eye, microscope, electron microscope, and x-ray device): [misago]. No kink or the like was found in the shaft section. The thumbwheel had been unlocked. The distal tip section had rough surface. There was no anomaly such as deformation in the inner shaft section where the stent had been mounted. There was no anomaly in the release wire-fixing parts such as detachment of wires. The sliding part was not deformed. The tip of the sliding part was rough and scratched. No deformation or other anomaly was found in the distal shaft section and in the intermediate shaft section. The release wires were not kinked. There was no anomaly in the winding status of the release wires. [Destination] there was no kink or other anomaly in the shaft. An attempt to insert a factory retained misago of the same product type into the destination showed that the misago was able to pass through the destination. Function confirmation of the actual sample: [misago] outer diameter of the sliding part: it met the factory's specifications. No anomaly was found. Outer diameter of the shaft section: it met the factory's specifications. No anomaly was found. [Destination] outer diameter of the shaft section: it met the factory's specifications. No anomaly was found. No anomaly was found in the manufacturing record and the product inspection record. No other similar report was found in the past complaint file. This product has a structure in which the stent self-expands by the rotation of thumbwheel (winding up the release wires connected to the sliding part) that pulls the sliding part toward the proximal side. If the stent is released with the sliding part of delivery catheter trapped, the movement of the sliding part on the proximal side is hindered, making it difficult for the stent to deploy. At that time, only the release wire is wound up and thus compressive load is applied to the proximal shaft located outside the patient's body, causing waviness. In addition, the ease of clicking thumbwheel decreases because the force to trap the sliding part is larger than that to pull the sliding part toward the proximal side. The above situation can be prevented by properly holding the catheter. Simulation test: regarding the stent elongation, the following simulation test was conducted in the past. In the simulated lower limb blood vessel model, a contralateral approach was taken with factory-retained destination 6fr 45cm, and the distal end of destination was positioned at the iliac. Then, a factory retained misago was inserted to the sfa along our guidewire. Pulling load was applied while the stent was being released. As a result, the deployed stent was stretched with wider spaces between the struts. In this case, it was likely that the stent release was performed while the sliding part of the actual misago sample was trapped by some object (such as a lesion), which caused the proximal shaft to become wavy when the stent was released. In addition, based on the description of the event, it was likely that a tensile load was applied during the stent release under the above conditions, causing the stent to temporarily stretch. Regarding the reason why the stretched stent returned to its original state, it was thought that the misago was moved from the place when exposed to pulling load, and the sliding part was released from the trap; however, the cause could not be clarified. Relevant instructions for use (IFU) reference: "to maintain the position of the delivery catheter while rotating the thumbwheel, grip the delivery catheter by hand at the operator side (proximal) of the intermediate shaft and do not move the delivery catheter at the operator side of the intermediate shaft." "Do not pull the delivery system tight during stent deployment. (The stent can become elongated during deployment.)". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that misago device was used to treat thrombus occlusion in a stent graft placed in the superficial femoral artery (sfa). A supera was attempted to be placed in the sfa, after placing supera in the pop via a crossover approach using destination from femoral. However, the thumbwheel was too tight to click, therefore it was pulled and stretched. When it was left in the stretched state for a while, the stretching was corrected, and the stent was placed neatly. It was thought that since iliac's angle was so steep that the stent was trapped, clicking was impossible. When the device was pulled in such a state, the proximal side of shaft was deflected. Either when the patient moved or other reason the angle loosened, and the trap was released. The stent in the stretching state may have returned to normal due to the rebound from the deflection of the shaft. There was no patient injury/medical or surgical intervention required. The patient was not harmed, and no residue was left in the patient. The procedure was completed successfully.